Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump's act button was not responding. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump alarmed battery out limit. He was assisted in troubleshooting and he was unable to clear the alarm. The customer was assisted in troubleshooting for frozen display as well as for keypad anomaly. The insulin pump will be returned for analysis.